Manufacturer narrative:
Conclusion - cpu to be replaced when part received.

Event description:
It was reported by service report that the bed scale will not zero. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.